Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open and oozing wound under her front breast. The patient reported that she sweats a lot and the garment rubs against her skin which created the skin irritation. There was no alleged device malfunction contributing to the irritation. The patient made her physician aware of the skin irritation, however, there is no indication of medical intervention. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.